Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from october 28, 2019 - october 29, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed on the tubing of four (4) large volume infusors. The pm was not further described and was discovered prior to patient use. There was no patient involvement. No additional information is available.